Manufacturer narrative:
Evaluation method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male (B)(6) patient had a wound under the front therapy electrode pad as the result of a skin irritation. The patient's physician prescribed the patient an ointment for the irritation. The medical outcome of the irritation is unknown.